Manufacturer narrative:
(B)(4). One (1) 89-6110 device was returned for evaluation. Visual and functional evaluation by the product engineer and the quality engineer confirmed the reported failure. Visual examination revealed that the cable broke and frayed between the 4th and 5th segment. The frayed portion did protrude from the device. All segments were accounted for and retained on the nitinol wire (wire that holds the segments). The break is indicative of some type of excessive force/ stress applied. In addition there was signs of slight wear on the segments where the cable broke. It is unknown as to the usage of this device and therefore how many times it was processed. Force/stress cause premature failure of the device. A review of the device history record did not reveal any non-conformances. The device passed all acceptance criteria for release. It has been recommended to review the products instructions for use, IFU 26-2904, particularly the caution, inspection / maintenance, cleaning and processing sections. Bd will continue to trend and monitor this reported issue and for this product family.

Event description:
The customer reported the retractors cables tears apart during using the product at the operation time. When the dr placed the retractor in the abdominal cavity, at the beginning of the operation, the cables tear, and the retractor became not functional, and needed to take out from operation. Neither patient injury nor medical intervention has been reported. The by pass was completed as planned. Not reported to regulatory agency/competent authority. The customer reported there was absolutely no part of the device retained inside the cavity of the patient's stomach. The only damage was that the cable of the device snapped. All the pieces of the device stayed in one piece. The retractor did not fall apart and the cable snapped. The wire of the cable did not protrude. (B)(6) 2017: the plant engineer found the frayed portion did protrude from the device. Please see the investigation results for further details.